Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels of 307 mg/dl about an hour after eating and announcing a ¿more than usual¿ meal. The user had recently undergone a non-diabetes-related outpatient procedure and was taking pain medication that their healthcare provider (hcp) indicated could raise bg levels. The agent explained that the ilet would deliver corrective insulin doses, though correction may take longer due to meal intake and medication effects. The highest blood glucose (bg) recorded was 307 mg/dl. Bg was corrected through ilet insulin delivery. The user reported feeling groggy from pain medication but had no other symptoms. No medical intervention was required.